Event description:
I had the essure implants put in shortly after my son was born in 2012. Immediately after, I started experiencing extremely heavy periods, fatigue, sharp and severe pain in my lower abdomen, and periods that came at random intervals sometimes lasting a few weeks or more.